Event description:
It was reported that rotaburr was stuck with the rotawire. The target lesion was located in the left coronar artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotawire was stuck with the rotaburr. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination of the device found that the handshake connection was bent to which the severity present could cause resistance during device advancement. No other issues were identified during the product analysis.

Event description:
It was reported that rotaburr was stuck with the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotawire was stuck with the rotaburr. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.